Event description:
It was reported that the atrial lead exhibited noise. Upon lead extraction, an insulation anomaly was noted on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found insulation abrasion exposing outer coil at 13.0 cm to 13.1 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This most likely caused the reported noise problem.